Event description:
Information was received indicating that during priming, the pump exhibited and error message indicating occlusion, upstream or downstream of the filter. Per reporter a new cassette from the same lot was subsequently administered with no issue. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Picture were reviewed. Results: the picture show a cassette product from part number 21-7308-24 connected to a pump, pump unknown. Pump display the message? Downstream occlusion eliminate the occlusion between the pump and the patient?. By picture received is not possible determine the location of the occlusion detected by the pump. By picture received the complaint is confirmed. The cause for the occlusion failure mode is excess of solvent in bonding in the manufacturing process. The following actions taken were part of a process bonding improvement. The updates were made in pm-1008 ?cassette bonding? From revision 112 to revision 113 on (B)(6) 2021 under co-10116211: certified personnel are required to perform the tube ? Female luer bonding; solvent pot dispensers were replaced for new due old dispensers were detected with damages.